Event description:
The lens was explanted due to opacification. A new lens was implanted.

Manufacturer narrative:
FDA has been notified of bausch & lomb's recall of li61se2350 lenses from lot number 4916928.